Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: crease flat is observed. No further actions are required as the device was implanted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported "capsular contracture, baker grade unknown." Patient later reported "capsular contracture, baker grade ii". Healthcare professional then reported "capsular contracture, baker grade iii" this is for the left side. Device has been explanted.